Event description:
A report was received that a recently implanted pt was experiencing difficulties charging the ipg. The pt had swelling and irritation at the pocket site. The physician determined that the irritation was caused by the tape used during surgery and that the ipg may be implanted too deep. The physician repositioned the pocket site and the pt was reportedly doing fine.